Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. Upon evaluation, the device's touchscreen was working properly with no malfunctions or freezing up detected. The fsr performed screen calibrations three times during the evaluation with no failure detected. While onsite, the customer requested the fsr to perform a preventative maintenance service and that was completed to factory specifications with no issues detected.

Event description:
The customer reported while using the vela ventilator, the touch screen froze on the unit during start up. The customer reported there was no patient involvement associated with this event.